Event description:
The facility reports that a catheter was inserted into a patient (cardiac history, heart transplant candidate see b7) during a cardiac arrest. While medication was infusing it backed out of the patient's vein. The i.v. Catheter was inserted and found to be patent. The nurse in question was pushing epinephrine when the catheter began to back out of the vein. She slowed the push rate and attempted to secure the catheter. However, it continued to back out the vein. This continued to the point that she was no longer able to determine patency of the catheter. This was the only i.v. Site that the patient had. The code continued. They were unable to obtain additional i.v. Access, medications were placed down the patient's ett tube. The patient died.